Event description:
Information was received that reported a pt was hospitalized due to diabetic ketoacidosis. The reporter indicates that he had been receiving high pressure alarms after the subcutaneous infusion had been in situ for several days. The reporter indicates that he would disconnect and could push insulin through but with some difficulty. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.